Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a clinical error message appears at startup and device does not start. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-05667.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-05667.